Event description:
Material #: 305270 batch#: 3347801. It was reported by customer that needle is not retracting. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint-mds. (B)(6). Issue: needle is not retracting. Events: 5 all different patients. Ref: 305270. Lot: 3347801. Sample: yes representative samples, actual devices with reported failure disposed of. Pt/clinician harm: no.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 305270. Batch#: 3347801. It was reported that the bd integra had a needle retraction failure. The following information was provided by the initial reporter: "needle is not retracting.". Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint-mds .(B)(6) -distributor contact: (B)(6) -mckesson acct. Manager email: (B)(6). Facility: (B)(6). Address: (B)(6). Contact: (B)(6) purchasing manager. Email: (B)(6). Phone: (B)(6). Issue: needle is not retracting. Events: 5 all different patients ref: 305270. Lot: 3347801 sample: yes representative samples, actual devices with reported failure disposed of. Pt/clinician harm: no